Event description:
Customer reported unresponsive buttons on his insulin pump. Customer's blood glucose at the time of the call was 400 mg/dl. Customer was treated with manual injection. Troubleshooting found customer exposed his insulin pump to water. Customer also stated his insulin pump was making a tone. Customer did not recall any other significant events leading to the keypad issues. Customer is advised to disconnect from his insulin pump and revert to his back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump was had intermittent button response due to corroded keypad traces. Contaminated motor noted at the motor assembly per visual inspection. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window. No constant audio anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.